Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and to the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential breaks were noted to be uneven and the surfaces were noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. A kink was noted on the proximal portion of the distal catheter segment returned. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years, nine months, and twenty-two days post a port placement via the right internal jugular vein and the internal carotid artery approach, the catheter was allegedly found to be ruptured. Reportedly, the port body and the catheter were removed. There was no reported patient injury.

Event description:
It was reported that approximately two years, nine months, and twenty-two days post a port placement via the right internal jugular vein and the internal carotid artery approach, the catheter was allegedly found to be ruptured. Reportedly, the port body and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.